Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced air bubbles in reservoir. It was reported that bubbles were the size of rain drops. Troubleshooting was performed and customer reported that air bubbles persisted after set change. Customer was not able to complete troubleshooting due to insulin not being room temperature. Customer's blood glucose was 12.0 mmol/l.